Event description:
It was reported to philips that the lead curtain on the ceiling boom fell off. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that lead curtain on the ceiling rail fell off. Upon troubleshooting, the philips field service engineer (fse) went onsite, performed visual inspection and found the suspension rail was defective. To resolve the issue, the fse repaired the suspension rail and hung the lead curtain. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.